Event description:
It was reported the device and reloads were used during a laparoscopic roux-en-y. It was reported the staple line on the stomach had significant bleeding, including arterial pumpers. Surgeon sutured all bleeding areas. Pt experienced a 150cc blood loss. No devices saved.